Event description:
In 2001, the patient informed the manufacturer's representative of the following: device developed a hole and was defective. The patient had to have the device removed and a new device placed.